Event description:
Customer reported the insulin pump fell into the toilet. Customer was traveling and wanted to know if the device was functioning. Customer's blood glucose was 200 mg/dl. The device was exposed to toilet water and urine. Customer was advised to disconnect at the quick release. No alarms have occurred after exposure. Customer was about to do self test and call was dropped. Customer called back and stated he was unsure if he should continue using the device due to sanitary reasons. No further information reported.

Manufacturer narrative:
The pump worked properly and passed the displacement test. No moisture damage on the electronic, motor, keypad, vibrator and battery tube assemblies. The pump had a cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.